Manufacturer narrative:
Final analysis found that the insulation was fractured at 25.0 and 25.5 cm from the distal tip. The insulation was abraded at 11.4 ¿ 14.6 cm, 16.3 ¿ 17.8 cm, 23.8 ¿ 25.0 cm, 25.7 ¿ 25.8 cm, 26.1 ¿ 26.2 cm, 27.9 ¿ 28.2 cm, 28.7 ¿ 28.9 cm, 31.2 ¿ 32.5 cm, 32.8 ¿ 35.2 cm, 42.5 ¿ 44.5 cm, 46.5 ¿ 46.7 cm, and 51.3 ¿ 52.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-29393 new information received noted that the right ventricular lead was explanted and replaced on 26 aug 2021. The right atrial lead was also explanted and replaced due to chronic noise over-sensing that was causing inappropriate automatic mode switches. Patient was discharged home after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6)2021 with high out-of-range defibrillation impedance measurements from their right ventricular lead. Lead was reprogrammed to a different vector for the time being to address the issue on (B)(6) 2021. A fluoroscopy later revealed lead had externalized conductors. A lead extraction was recommended by a healthcare provider. Patient had no consequences after the event.